Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "pinhole in balloon or cuff wall thickness too thin". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter from a lot was inserted and fell off, the patient thought that there was a hole in the balloon, and another lot was inserted and the catheter fell off while during the change in the bed linens. Per follow-up via phone on (B)(6)2020,the balloons were deflated and tried to fill the fluid into the balloon after they fell off and 5 lots of catheters were having holes in them. The fluid was initially used to inflate the balloon was 10ml in all the first 4 catheters and the 5th one alone filled 5ml into the balloon and the catheter was fell off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter from a lot was inserted and fell off, the patient thought that there was a hole in the balloon, and another lot was inserted and the catheter fell off while during the change in the bed linens. Per follow-up via phone on 14 dec 2020,the balloons were deflated and tried to fill the fluid into the balloon after they fell off and 5 lots of catheters were having holes in them. The fluid was initially used to inflate the balloon was 10 ml in all the first 4 catheters and the 5th one alone filled 5 ml into the balloon and the catheter was fell off.